Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior instrumentation. An unknown time post-op, the patient returned to the hospital for routine x-ray check of the spine and it was discovered that the right rod of the construct was out of the screw. The patient underwent a revision surgery 14 days post-op to replace the rod and screws and extend the construct. No additional patient complications were reported.

Manufacturer narrative:
Analysis of the returned device found that for the fas screws, the edges at the bottom of the rod canal are more worn on one side than the other side of the rod canal. The worn edges are consistent with friction marks located at the anterior side of the rod and present on one side opposite to the setscrew contact. The crest of the first thread of one fas ø5.5 is damage which is consistent with the damage of the first thread of one setscrew. This may happen during the setscrew insertion to capture the rod. Both rods present marks coming from the benders used to contour the rods. At one end, the first rod presents a symmetrical contact with the setscrew posteriorly and the fas rod canal anteriorly which is consistent with the final tightening of the rod. In addition, the posterior side of the rod presents a notch (coming from the setscrew thread) more centrally positioned closed to the symmetrical contact and at the opposite, the anterior side of the rod present friction marks coming from the edge at the bottom of the fas rod canal suspecting that the fas was angle from the rod at the preliminary tightening. At the opposite end, the posterior side of the first rod presents two notches coming from the setscrew thread and at the opposite, the anterior side of the rod presents friction marks coming from the edge at the bottom of the fas rod canal suspecting that the fas was angle from the rod at the preliminary and final tightening (one notch corresponding to the preliminary tightening while the other one's to the final tightening). The second rod on both ends present posteriorly 3 notches coming from the setscrew thread and 1 mark from the central pointing tip of the setscrew and anteriorly friction marks coming from the edge at the bottom of the fas rod canal suspecting that the fas was angle from the rod at the preliminary and final tightening. One setscrew presents symmetrical marks and erased central pointing tip suspecting it was used at the end of the first rod with the symmetrical contact. One setscrew presents deformed surface at its periphery without mark on the central pointing tip suspecting it was used at the opposite end of the first rod (end with the 2 notches). Two setscrews present deformed surface at its periphery and partially erased central pointing tip suspecting they were used on the second rod. The loose of the setscrew may be explained by the un-proper bending and insertion of the rod into the rod canal of the fas (fas suspecting to be angle to the rod based on the observations). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.